Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05038 / -05039 and -06863 / -06864).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, metallosis, elevated metal ion levels, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records reports patient underwent a right total hip arthroplasty on (B)(6) 2008 with no reported revision procedure and a left total hip arthroplasty on (B)(6) 2003, which was revised (B)(6) 2012. Additional information received in patient¿s operative (op) notes reports patient was revised on the left hip due to pain and elevated metal ion studies. Revision op report notes the acetabulum was found well-fixed but in a lateral position. Op notes also report articular surface wear, soft bone, and an acetabular cyst. The cup and modular head were removed and replaced.